Event description:
It was reported that during a thyroidectomy procedure the blade failed to cut the tissue when 'max' button was activated. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad melted and 100% present. The device was tested with a generator and was functional activating when each of the max and min activation buttons was compressed. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present (include any additional analysis results - what was found during the analysis and answer customer's complaint if not addressed by results) . The button assembly was disassembled and inspected for evidence associated with activation issues and no anomalies were found. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.